Event description:
The customer's father reported that the customer was hospitalized, due to a hypoglycemic seizure. Troubleshooting was performed and found that the time on the insulin pump may have been wrong. The customer's father also stated that he had adjusted the settings several times. While checking the history files, it was found that the customer was delivering boluses even though her blood glucose levels were low the entire day of the event. The customer's father requested that the customer receive additional training on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.